Event description:
It is reported that the x-rays show signs of femoral radiolucency.

Manufacturer narrative:
The 24 month x-ray shows the stable fibrous ingrowth in zone 7. The pt was reported as not having any symptoms of loosening. There were no other reports of loosening from the past opt x-rays through the 12 month xray reviews. The provided x-rays in progression (6 week through 24 months) appear to show a progressive bone ingrowth to the stem. There does not appear to be progressive loosening at this time. Cause cannot be definitively determined. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that follow up examination notes indicate that the patient experienced dislocation and occasional clicking noise with extreme extension and external rotation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Shell with cluster holes porous 56 mm o.d. Size kk for use with kk liners p/n 00875705601, l/n 61699030; trilogy bone screw 6.5x30 p/n 00625006530, l/n 61687172; bone screw self-tapping p/n 00625006525, l/n 61687164. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Review of the pre-op and post-op x-ray (6 weeks, 6 months, 12 months and 24 months) were received. Quality of the x-rays is relatively low compared to the ones taken after 24 months, which makes it difficult to comment on. There was no report of loosening from the post-op to through the 12 months x-ray reviews. The 24 months x-ray reported to show fibrous ingrowth and signs of femoral radiolucency. The ceramic head and the liner are shown to be well-positioned in their optimal location. For the mild pain that is reported; pain cannot be related to a single specific failure mode. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing clicking in their right hip.